Event description:
It was reported that patient suffered from hip dislocation and required reduction and/or manipulation under anesthesia to resolve.

Manufacturer narrative:
The associated reflection acetabular liner was not returned for evaluation. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of complaint history did not reveal additional complaints for the listed batch. Our investigation could not determine a specific cause of the failure. A clinical evaluation noted that radiographic images from the primary and subsequent follow-up clinical study images were provided which don¿t give a root cause for the dislocation. Since the devices haven¿t been revised it¿s not possible to examine the components to identify a root cause for the dislocations. The extreme flexions noted are likely factors for the reported dislocations. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.